Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument was not responsive. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis investigations replicated and confirmed the customer reported complaint ¿instrument non-responsive". Failure analysis found the secondary failure instrument grip cables/loose cable to be related to the customer¿s complaint. The prograsp forceps instrument was found to have a loose grip cable at the proximal inputs inside the pulleys, input disks, or input shafts that could have contributed to the cable loosening. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown cause.

Event description:
Refer to h11 for follow-up information.